Manufacturer narrative:
Image review: photo 1; image shows the proximal and distal portion of a device and a portion of a shelf carton. Deformation is evident to the distal stent wraps. The lot number printed on the luer of the device corresponds with the lot number on the label of the shelf carton and the lot number reported in gch. Photo 2; image shows a ¿not passing¿ situation statement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavour resolute rx coronary drug eluting stent to treat a severely tortuous and calcified lesion located in the proximal diagonal branch exhibiting 95% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. It was reported that the stent could not pass through the lesion. Image attached suggests that stent deformation occured. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
The device did not pass through a previously-deployed stent. The complexity of the lesion caused the deformation of the stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.